Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision and dysphotopsia. The iol was exchanged for a monofocal lens. Additional information was received from the surgeon indicating the product did not cause or contribute to the event. "The patient continues to experience what appears to be both positive and negative dysphotopsias in the left eye only. Considering a lens exchange for both eyes to balance out to a wider lens for both eyes."

Manufacturer narrative:
Additional information provided in h.3, h.6 and h.10. The customer indicated the use of a qualified cartridge and handpiece. The customer indicated the use of a viscoelastic, which is not qualified for the lens/ cartridge combination used. The product investigation could not identify a root cause for the reported complaint. Information was provided that the 21.0 diopter lens was replaced with a competitor's, 21.0 diopter monofocal lens model. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. There are no other complaints in this lot. Investigation has been completed based on current information. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).